Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged failed battery test on 10/24/2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The device was received with a failed battery test alert due to broken 80 pin connector on pcba1 and pcba2. Unable to perform the displacement test, sleep current test, active current test and self test due to failed battery test. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿unable to confirm battery cap damage due to device received without the original battery cap. In summary, customer alleged failed battery test confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a failed battery alarm. Customer also reported that the failed battery alarm occurred during troubleshooting despite inserting a new battery. Customer was advised to revert to a back up plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.